Manufacturer narrative:
Tosoh bioscience, inc. Is submitting on behalf of the foreign manufacturer, tosoh corporation, per exemption number e2017013. This report is being submitted due to a retrospective review conducted under CAPA (B)(4). On (B)(6) 2016, fse arrived at the site to address the reported event. Fse replaced the peek tubing and ferrule, as well as a column, which had not been replaced. On (B)(6) 2016, fse followed up again with the customer to verify that the device was operating properly. No further issues were reported. No further action was required by field service. The most probable cause of the reported event was due to fault/failure of the column.

Event description:
On (B)(6) 2016, the customer reported high pressure with their g8 analyzer. The customer attempted to troubleshoot by performing a drain flush, and changing a filter and column; however, the issue persisted. On (B)(6) 2016, a field service engineer (fse) was dispatched to address the reported event, which resulted in delayed reporting hba1c patient results. There was no indication of patient intervention or adverse health consequences due to the delay in reporting.